Event description:
The patient was admitted to the hospital for removal and replacement of reconstructive bilateral silicone breast implants secondary to rupture of the right breast implant. Upon entering the capsule there was free silicon noted to be present. The silicon shell and all of its components were removed from the area without difficulty. The date of the original reconstructive breast implants placement is unknown.